Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of an innova self-expanding stent delivery system (sds) with a .014 guidewire stuck in the device. The outer shaft, mid-shaft and the remainder of the device were checked for damage. The outer sheath showed buckling at the nosecone. The handle was separated when received from the customer site. Visual examination showed that there was a .014 guidewire stuck in the device. The guidewire was protruding from the distal end approximately 3cm and from the proximal end approximately 136.5cm. The mid-shaft showed no damage. The inner liner and the proximal inner were both prolapsed. The mid-shaft was intact inside of the retainer clip. The thumbwheel was returned. The stent was not returned. The front tooth on the pull rack was slightly damaged. The pawl spring showed no damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that the stent partially deployed. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). A 7 x 180 x 130 innova¿ stent was selected for a endoscopic third ventriculostomy (evt) procedure in the sfa. There was no visual issues prior to use. A 0.018 non-bsc guidewire and 6fr 45 cm non- bsc introducer sheath were used. After deploying up to 12cm using the thumb wheel, deployment was attempted using pull grip. However, the pull grip could not be pulled completely and it was unable to deploy about 2cm. The remaining stent was deployed by pulling the whole system. The procedure was completed with this device. There were no patient complications.